Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficult to remove and unspecified failure mode could not be determined. The reported patient effect and treatment are a known inherent risk of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device was filed under a separate medwatch manufacturer report reference number.

Event description:
Sus voluntary event report #mw5062778. Event description: voluntary 13-jun-2016 09:45:33:00: cardiac cath completed and perclose closure device deployed but the stitch pulled through. A second device was deployed but did not deploy correctly and stuck in the artery. Patient developed bleeding needing an impella device and surgical repair of the artery. No additional information was provided.